Event description:
The manufacturer received information alleging a trilogy ev300 ventilator failed an active exhalation verification test. There was no serious patient harm or injury that occurred or was reported. The trilogy ev300 ventilator was evaluated by a third party remote service engineer, and the failure was confirmed. The service engineer recommends replacing the proportional and 3-way solenoid valve to resolve the issue. The parts were shipped to the customer by philips, but the customer returned the parts unused. The customer only required the part numbers of the replacement parts for information purposes only.